Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, an unspecified number of devices exhibit sleeve leakage between np needle and tube. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2. Medical device type: jka. D.3. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes d9. Device available for eval?: (B)(6) 2025 investigation summary: bd received 4 samples for investigation. The four returned samples along with ten retained samples were used for functional tests, and no sleeve leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, an unspecified number of devices exhibit sleeve leakage between np needle and tube. There was no health impact or consequences reported.